Manufacturer narrative:
The subject device was returned to the olympus repair center for evaluation and the customer¿s reported problem was confirmed. The scope produces a green colored image defect which was isolated to a defective charged coupled device (ccd) unit. The device was last serviced via repair on (B)(6) 2023 for an image problem due to a defective cable. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The image defect was isolated to a defective charged coupled device unit (ccd). The exact cause of the defective ccd is cannot conclusively be determined, however, based on previous investigations, the defective charged coupled device unit can potentially be attributed to: unacceptable tension in the area of the ¿ccd w holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿c-holder to bumper sleeve. Unacceptable tension in the area of the ¿ccd w holder¿ assembly due to an asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. Pre-existing damage to the ¿ccd w holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including, optimization of the bumper sleeve bonding and the alteration of jigs. Olympus will continue to monitor the field performance for this device.

Event description:
The customer reported to olympus, the endoeye high-definition ii, autoclavable video telescope had a colored image defect, ¿during a therapeutic procedure the image became green¿. The procedure could be completed successfully without delay. No death or injury and no harm to patient or other was reported to olympus.